Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information received, it was reported that by the sales rep via phone that during a shoulder scope the vapr tripolar90 suction electrode had a stain on the tip. Two devices were received and evaluated. Sings of activation on both devices can be observed. It was observed in one device that the cable and the suction tube were cut. The another device present the cable cutted. Both devices will be sent to supplier for further evaluation. In addition, another seven devices were received without their original packaging, seems to be unused. The devices will be sent to supplier for further evaluation. According with the feedback's supplier regarding with cables and suction tube that are cut, the response was: are not related to the manufacturing process, the cables have likely been cut by the end user. The vapr tripolar 90 suction elect was returned to supplier for evaluation. The supplier conducted visual inspection of devices received by customer. The visual inspection revealed that devices were not returned in the original packaging. Device 1 had the cable and suction tube cut off, device 2 had the plug cut off. Visual appearance comments by the supplier: device 2, the active tip suction port is discolored from the welding process and an unknown substance present on surface the summary of the supplier is: the investigation confirmed that all nine device had some degree of staining/marking on the tips. This included staining from the welding process, mechanical marks, unknown black staining, epotek and an unknown substance. A manufacturing record evaluation was performed for the finished device lot number: u2010060, and no non-conformances were identified. A visual inspection of the returned devices confirmed that all nine device had some degree of staining/marking on the tips as reported by the end user. In an effort to determine root cause and identify any corrective actions a CAPA investigation (B)(4) has been initiated. Potential root causes being investigated as part of this CAPA will be the manufacturing process. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that a vapr tripolar90 suction electrode device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had an unknown substance present on its surface. There was no procedure nor patient involvement reported. No additional information was provided.